Event description:
It was reported that a third overdischarge was suspected. The recharger display was showing a ¿call your doctor¿ icon and ¿sometimes it was a little doctor face¿ when trying to recharge. The reporter noted that no letters or numbers were noticed on the screen with the doctor face. When the patient tried to charge, she only got the ¿reposition antenna¿ screen. The reporter noted that the implantable neurostimulator (ins) was depleted and that this was the third time it would not charge. The patient thought that she had had two previous overdischarges. The second one was a few months prior to the report. It was noted that the patient had no stimulation sensation. It had been a couple of months since the patient last had the ins turned on but at that time, even when the stimulation was turned on, she could not feel anything. The patient noted that a couple of months prior to the report ¿when they did fix it she had to sit a certain way in order to feel it.¿ it was noted that the manufacturing representative had met with the patient at the health care professional¿s office to help recharge after she experienced previous overdischarges. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).